Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device was displaying low air leak and alert 01 (patient line open) previously. Nurse stated that one pad was damaged. The pads were changed, and the issue did not resolve. User had now changed to a different arctic sun device (sn#(B)(4) ) but continued to receive low air leak and alert 01 (patient line open). Nurse stated that the system diagnostics water control showed that the flow rate was 0.6l/min, inlet pressure was -3.3psi and circulation pump command was 100 percent. Mss walked nurse through disconnecting and reconnecting the pads holding behind the clear clamps listening for an audible click. Nurse made sure that the fluid delivery line was firmly in place without damage. After reconnecting the pads, the flow rate was 1.7l/min but then it dropped to 1.4l/min, inlet pressure was -3.5psi, circulation pump command was 100 percent and inlet pressure stayed at -3.3 to -4.1psi. Nurse would look for another device. Nurse called back in 2 hours and stated that the patient was still cooling on the arctic sun device (sn#(B)(4)), flow rate was 2.5-2.7l/min, inlet pressure was -5.8 to -6.1psi and circulation pump command was 100 percent. Nurse stated that the patient temperature was now 36.2c and would continue if the flow rate was at least 1.7l/min or greater and the patient temperature was at target.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was displaying low air leak and alert 01 (patient line open) previously. Nurse stated that one pad was damaged. The pads were changed, and the issue did not resolve. User had now changed to a different arctic sun device sn#(B)(6) but continued to receive low air leak and alert 01 (patient line open). Nurse stated that the system diagnostics water control showed that the flow rate was 0.6l/min, inlet pressure was -3.3psi and circulation pump command was 100 percent. Mss walked nurse through disconnecting and reconnecting the pads holding behind the clear clamps listening for an audible click. Nurse made sure that the fluid delivery line was firmly in place without damage. After reconnecting the pads, the flow rate was 1.7l/min but then it dropped to 1.4l/min, inlet pressure was -3.5psi, circulation pump command was 100 percent and inlet pressure stayed at -3.3 to -4.1psi. Nurse would look for another device. Nurse called back in 2 hours and stated that the patient was still cooling on the arctic sun device sn# (B)(6) flow rate was 2.5-2.7l/min, inlet pressure was -5.8 to -6.1psi and circulation pump command was 100 percent. Nurse stated that the patient temperature was now 36.2c and would continue if the flow rate was at least 1.7l/min or greater and the patient temperature was at target.